Event description:
Pt had bilateral breast augmentation with silicone gel prosthesis in 1974. Pt alleges suffering significant pain during the 10 year period preceeding the removal of her implants on 11/4/98. Upon removal both implants were leaking silicone gel.